Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/06/2015. The customer found that the red blood cell (rbc) diluent dispenser was emitting bubbles. The fse replaced the diluent dispenser, which repaired the failing backgrounds. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was failing backgrounds during startup. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.